Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, resolving the issue with no recurrence of the malfunction code after resetting. Caller was advised to call back if the malfunction code recurs, and acknowledged the instructions.